Event description:
Pt undergoing surgery for right knee acl reconstruction. During the surgery, a serfas instrument was used when the tip of the instrument broke off into two pieces. The pieces were retrieved. Incident reported to the MFR.